Event description:
It has been noted that the number entered for medication units in management tools> drugs may be increased by (2) zero's in the procedure medications screen. In management tools> drugs, enter the concentration for medicaton at 250 units in xxx ml's. Save this information. Go to the "chron log" or a procedure and select this medication. The concentration may display as 25000 units rather than the 250 units entered by the user. The drug concentration is not correct as originally entered. However, the dosage in units/hr does reflect the correct amount as calculated by the system based on the medication concentration entered by the user (in units).